Manufacturer narrative:
(B)(4). A review of records related to the device including labeling,complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with epithelial ingrowth in both eyes. The ingrowth was removed without any complications on both eyes. The patient¿s comments were of blurred vision. It was stated that the patient experienced loss of best corrected visual acuity (bcva) initially but at the last visit patient was 20/20 in both eyes. Patient reported the symptoms are not interfering with daily activities. The surgery center reported the symptoms were resolved on (B)(6) 2018. Bcva from (B)(6) 2018: right eye pre-op 20/20 -.75 x -1.25 x 26, left eye pre-op 20/25 .00 x -1.00 x 175. Bcva from (B)(6) 2018 right eye post-op 20/40 , left eye post-op 20/20. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x -.51 x 10, left eye post-op 20/20 .25 x -.25 x 16.